Event description:
It was reported that the chest x-ray confirmed fracture of left ventricular (lv) lead. The lv pacing was programmed off. A lead replacement procedure was performed but was unsuccessful. The patient will be scheduled for an epicardial lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).